Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow blocked alarm. No harm requiring medical intervention was reported. Troubleshooting was completed for no delivery alarm and declined to continue troubleshooting. Customer states they had tried all remedies. The customer stated that he change the set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion during therapy confirmed. Device failed the prime or seating test due to seating immediately caused by dried insulin on the motor slide. Moisture damage was also found on the motor during visual inspection.